Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient had an abcess (infection) at infusion set insertion site. The patient underwent surgery for removing the abcess on (B)(6) 2024 and had been treated with antibiotic. No further information available.